Event description:
It was reported that the patient lost the use of his arms and legs, which began after the first of the year 2012. The patient stated that exercising was helping but that it had been getting worse in the last 4-5 weeks. He felt that there is no correlation between symptoms and stimulation being on or off. The patient said a chiropractor was helping him, but told the patient that he can't do any more for him and redirected him to a neurologist. The neurologist ordered a CT scan to check the patient's brain. The patient's family doctor indicated a problem in c5-c6, but was unsure whether it was the reason for his issues with his arms and legs. The patient added that while stim is on, he felt stimulation in the wrong location. He stated that he has slowly felt the stim moving from the upper back down to the buttock area. This happened very gradually and he planned to contact the doctor or manufacturer representative for reprogramming. The patient indicated that the stim was still working to help his pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product type: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3708140, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type: extension. (B)(4).